Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient's device was interrogated at bedside in hospital on (B)(6) 2019, no episodes of (B)(6) 2019 transmission were found. The episodes were cleared out with a monthly scheduled transmission from the device though the device had transmitted successfully on 4th of each previous month. The most recent report was found to be from (B)(6) 2019. The issue of loss of transmission could not be resolved. The patient was stable.